Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). It was not possible to duplicate the reported alarms for high o2 concentration but the ventilator was not delivering set value of respiratory rate. The control and monitoring pc boards were replaced but not returned for investigation. The ventilator passed all safety and functional tests and was cleared for clinical use. Evaluation of received ventilator logs was performed. The event log contains alarms for high o2 concentration in combination with alarms for high airway pressure and high respiratory rate. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The ventilator passed pre-use check prior and after the event. Since no parts were returned for investigation, the root cause of the reported event could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).